Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply. The system operates as intended.

Event description:
The customer reported, the system vertical lift would not move up or down. No pt injury was reported.